Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient had been without stimulation therapy for several months as the implantable pulse generator (ipg) was depleted. It is unknown if the device depleted prematurely. Ipg was explanted and replaced and stimulation was restored. No complications were noted during the procedure.